Manufacturer narrative:
Other text: returned device was received for evaluation. During the evaluation of the device the customer reported condition was confirmed. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information received during a procedure with inserting a other/silicone OEM parts - enteral feeding tubes - g-tubes ,the customer reported a rupture in the balloon, while unsealing the balloon to fix the probe in the patient's body. It was reported the product was properly stored and it was opened in a sterile field. No patient adverse events reported.